Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to manufacturer therefore cause of event cannot be determined.

Event description:
It was reported that on (B)(6) 2015, the patient underwent plif at levels th9-s2ai with solera5.5/6.0 to treat degenerative lumbar s coliosis. On an unknown date post-op, image revealed that set screw on s2ai screw came off. The patient complained of pain. The surgeon assumed the head of the screw might have been "widened." He also wondered if the head had insufficient strength. The product is still implanted in the patient. Revision is reportedly not scheduled.